Manufacturer narrative:
(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6).

Event description:
It was reported that during a hip procedure, the screw broke off the inserter and was retrieved. No harm to patient. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
. Complaint sample was evaluated and the reported event was confirmed. A hybrid offset shell inserter was returned for evaluation. As returned, the threaded shaft of the hex bolt has fractured from the hex head which remains in the frame. Thread damage is also noted. The frame exhibits damage on the channel. The device shows wear & tear. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a hip procedure, the tip of the inserter fractured off, however, all pieces were successfully retrieved. There have been no adverse events reported as a result of this malfunction. Attempts to obtain additional information have been made; however, no more is available.